Event description:
It was reported that the maryland bipolar forceps instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the two release levers is missing. A housing pin and two of the adjacent snap tabs are broken off, as well as a small piece of the housing next to the release lever slot. It was determined that the housing most likely popped off during mishandling which caused the housing, pin, and tabs to break. The breakage allowed the lever to fall out and it appears that the housing was then loosely put back on. Engineering evaluation also observed a deep scratch with material removed, located on the instrument main tube and approximately .750" from the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.